Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was bent, and damaged by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under pr#( B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. Analysis of the motor did not identify debris in the collet. Therefore, the likely cause for the damage to the attachment is improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 56 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the reported malfunction of bent foot. It was reported that there was no patient or staff impact. Repair escalated to product event on decontamination due to footed portion being damaged by tool contact. On follow up, the event date was provided and the motor used with the attachment was identified. The chief nurse identified the device issue during set up and a backup device was used with no delay in the procedure.